Event description:
It was reported that insulin pump has been exposed to moisture. Customer reported that he slipped and fell into a lake with his pump. Customer stated that the pump was underwater for just a few seconds. No moisture under the screen. Customer's blood glucose reading was 98 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)